Event description:
As reported via voluntary medwatch report, there was difficulty removing an sv-r wire and when it was removed the distal end was unraveled. ¿the sv-5 wire was advanced through a swan-ganz catheter for support to access the pulmonary artery. The doctor attempted to advance the wire out of the distal port and then attempted to remove the wire. Doctor experienced difficulty in trying to remove the catheter and wire together. After the wire was removed it was noted that the distal section of the wire had unraveled.¿ analysis of the device indicated it had fractured and separated 1.2cm from the distal tip. The wire was not damaged in any way prior to insertion. It was not reshaped. The wire was used to help pass a swan ganz catheter to the pulmonary artery. The tip was visible on fluoro when a small amount passed out of the catheter. There was resistance with the wire at the distal end of the catheter. No other wires were used because the wire and swan-ganz were removed as a unit. It is unclear if the wire kinked because it had become unraveled upon inspection outside the patient. No part of the wire was left in the patient.

Manufacturer narrative:
(B)(4). The event reported did not initially meet the definition of a reportable malfunction. However, after analysis of the device it did. No further information is available. As reported, there was difficulty removing an sv-5 wire from a swan-ganz catheter and upon removal the distal end was noted to be unraveled. No part of the wire was left in the patient. The account did not state that the wire had separated. The sv-5 wire was being used to access the pulmonary artery for placement of a swan-ganz catheter. No damage was noted to the wire nor was the wire reshaped prior to use in the patient. However, resistance was noted with the wire when advancing through the distal end of the catheter. The tip of the wire was visible on fluoroscopy ¿when a small amount passed out of the catheter¿. The physician attempted to advance the wire out of the distal port and then remove the wire. Difficulty was experienced when the physician removed the wire and catheter as a unit. The customer could not confirm if the wire was kinked due to the unraveled/stretched condition on removal. No other wires were used during the procedure. A non-sterile unit of pgw .018 sv short 180cm st was received coiled inside of a plastic bag. A fracture / separation were found at 1.2 cm from distal tip end. Additionally an unraveled / stretched condition was found. No other anomalies were noted. The fracture was analyzed under the sem station and results showed that the wire presented evidence of reverse bending conditions and the surface appeared brittle in appearance. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. The product could not be properly evaluated for ¿resistance/friction¿ due to the fracture found. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10338380. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on (B)(6) 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported complaint ¿guidewire / resistance/friction¿ could not be evaluated due to the fractured and brittle condition of the device. The reported complaint ¿distal tip / unraveled/stretched-in patient¿ was confirmed due to the condition of the unit upon receipt. The cause of the reported complaints could not be conclusively determined by the analysis. Based on the information available for review, analysis showed reverse bending and a brittle appearance of the guidewire indicating tensile overload which may have lead to the fracture and subsequent separation. Neither the analysis nor the DHR indicate that the reported complaints could be related to the design or manufacturing of the device therefore no preventative or corrective action will be taken at this time.